Manufacturer narrative:
Concomitant medical products: w1dr01 ipg ,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds on the right ventricular (rv) lead "jumped" to high and remained high. The rv lead was capped and replaced during a device upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.